Event description:
Blood tubing was hung with the line primed with normal saline as per protocol, the blood began to infuse and entered the filter drip chamber in a single continuous stream. Once the blood exited the drip chamber, it was immediately noted that small globules of blood were moving through the tubing. The infusion was stopped and the tubing was immediately changed. The second set was connected and continued the infusion. Once the blood exited the filter drip chamber, the blood stopped flowing and needed to be manually expressed through the tubing to continue the flow. This tubing was also discarded and replaced with tubing from a different lot.